Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had blood intrusion inside the device.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had blood intrusion inside the device. No health hazard reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse checked the inside of the device and found that the catheter extension tube was inserted into the pim. Blood was found inside. Due to the circumstances, the pim was contaminated with blood, so fse repaired the part and replaced it. After that, fse conducted an operation check and confirmed that there were no problems. Equipment is in good condition. The safety disk and tidal disk that came with the pim replacement were also replaced.